Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated notification light did not immediately stop flashing. The insulin pump will be returned for analysis.